Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Based on the clinical detail, the cause of the positioning issue most likely was use related since impella pulled back across the aortic valve after impella was visualized as deep under echo, tried to re-advance but unable to cross. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26280 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Event description:
The complainant reported that the physician was repositioning impella 5.5 as under echo impella was visualized as deep. The impella was pulled back and while rotating it there was artifact on the echo that appeared as railroad tracks. When the artifact did not move, it was noted that it may not be impella. Probe moved and showed impella pulled back across the aortic valve. Tried to re-advance but unable to cross. Patient stayed hemodynamically stable with no changes in blood pressure. The physician made decision to explant 5.5 at bedside.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.